Event description:
My freestyle libre 3 plus sensor, sn #(B)(6), kept going off continuously for 3 hours showing readings starting at 54 and then at 51. I did not feel as if my blood sugars/glucose level was low so I pricked my finger and is showed my level at 96. I eventually had to disengage my app because it would not stop alarming with an incorrect reading which was 40 points lower than what it actually was.